Manufacturer narrative:
Additional information was received that the physician assessed the infection at the implant site was contaminated by himself. The infection has been resolved.

Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket. The patient underwent a pocket revision and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket. The patient underwent a pocket revision and was reportedly doing well following the procedure.